Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary 2.2 drawer had 11 missing spots and the cubies kept ejecting from the drawers of various pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.2 cubies were not detected on the bus. A field service engineer (fse) reseated the row board cables on the back of each drawer and replaced the retractor band, as the issue had been recurring. Using the hardware test application, the fse popped out all cubies, then removed all trays and cleaned the drawer to resolve the issue. The customer tested functionality in the application successfully. The system functioned as intended after the field service engineer repaired the device.